Manufacturer narrative:
One catheter with attached monoject 0.8 cc limited volume syringe at gate valve and terumo 10ml syringe at proximal injectate hub was returned for evaluation. Clotted blood was observed inside the catheter. Catheter was connected to vigilance ii monitor and "check catheter and cable connection" error message was shown. The thermistor circuit was found to have an open condition. No visible damage to the catheter body, balloon or returned syringe was observed. The thermistor connector was opened and no visible inconsistencies were found. Continuity testing to the distal side of the thermistor circuit revealed an open condition at the thermistor bead. The pa distal lumen was found occluded with clotted blood that was not able to be removed with warm water or a stylet wire. The proximal injectate lumen was patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
During monitoring for blood temperature and cardiac output measurement, the value displayed on the polygraph monitor read -3.000. The patient was not treated based on the value obtained. Trouble shooting was performed with the monitor and no problem was found. The customer did not trouble shoot the catheter and stopped using it for blood temperature/co measurements. Both the monitor and the catheter were not replaced. There were no patient complications reported.

Manufacturer narrative:
New information was received indicating that during monitoring for blood temperature and cardiac output measurement, the value displayed on the polygraph monitor read -3,000 not -3.000.